Event description:
It was reported by the customer that bd pyxis¿ es server was out of service and unable to retrieve medications, which affected the workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) was not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) was not required. Upon investigation of the actual device used in this incident, it was determined that the device was out of service and unable to retrieve medications, which affected the workflow. A technical support specialist logged into the application server, confirmed that the service setting was not enabled, and advised the customer to enable it. Once the setting was corrected, the device returned to service. The customer inquired about who had placed the device out of service. In response, the technical support specialist connected to the sql server management studio on the application server, executed a query, and provided the relevant information to the customer. The system functioned as intended after the technical support specialist assessed the device.